Event description:
Customer reported he was at the hospital for follow up work. Customer reported the adverse event occurred on (B)(6) 2015. Blood glucose was 467 mg/dl, treated with manual injection. Customer stated no significant even that may have lead to the emergency room visit. Customer was not hospitalized was released from the emergency room. Customer stated the cannula was not bet. Site was not sore or irritated. Insulin was not expired. Customer was advised to do a complete set. Customer declined troubleshooting as he was driving. Customer had to low blood glucose events (B)(6) 2015 and (B)(6) 2015, 27 mg/dl and 31 mg/dl. Customer was not admitted spouse administered glucagon shots. Customer was not in a car accident. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-05189.